Event description:
Cytology department noticed several afb positive cases on bronchial brush specimens. The department questioned the validity of the questionable results and validated against pt cultures. Suspected a contaminant in the hologic thin-prep vial. This was verified by preparing a "blank" vial and it rendered an "afb positive" result. Dates of use: (B)(4) 2010. Diagnosis or reason for use: test to rule out tb. Event abated after use stopped or dose reduced: yes. Event reappeared after reintroduction: no.